Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5067056. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-750, serial: (B)(4), batch: 5171609.

Event description:
It was reported that the patients percutaneous leads have significantly moved. No device malfunction was suspected. The leads were replaced with a paddle lead and the patient was doing well postoperatively. The explanted leads were not returned to bsn as they were discarded by the medical facility.